Event description:
Comment noted on the modular rotating hinge post market survey: "just revised bushings of gmrh inserted 19 years ago."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.